Manufacturer narrative:
(B)(4). The reported condition was confirmed and the cause was determined to be a manufacturing issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a customer observed a cassette with a missing luer cap. This event did not involve a patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The affected sample was received for evaluation against the reported condition of a missing component. The visual inspection on this device confirmed the reported condition as the supply line was detached from the organizer with no cap on the luer in the package. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.